Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.

Event description:
The pt underwent the surgery with the t2 recon nail. Afterwards, the t2 recon nail was broken. On (B)(6) 2010, the surgeon removed the broken t2 recon nail and the pt underwent the revision surgery by the g3 long nail. However, the g3 long nail was broken. Therefore, the surgeon removed the broken g3 nail and the pt underwent the revision surgery by the chs on (B)(6) 2011. The surgeon requested the investigation of the broken g3 nail.